Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation completed. This is an initial final report. Product review of the zimmer skin graft mesher serial number (B)(4) by a zimmer biomet certified service repair technician on 09 march 2020 revealed that the pre-test could not be performed due to a damaged comb (bent) and the handle could not ratchet and was jamming (would not get a graft to go through mesher). Repair of the device was performed by a zimmer biomet certified service repair technician on 09 march 2020 which included replacement of the comb. The device, serial number (B)(4), was then tested and functioned properly. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It has been reported that the wrench handle was not engaging. The event was during surgery. There was an alternate device available for use. There was no harm and no delay. Product evaluation investigation found that the device had a damaged comb, a reportable malfunction. No adverse events were reported as a result of this malfunction. No additional event information available. This is an initial final submission.